Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue of a broken cable. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an operating room (or) staff noticed the cables in the tenaculum forceps were broken and protruding. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
New information is found in g7, h2, h10. On(B)(6)2020 , intuitive surgical, inc. Received a user facility report (B)(4) with additional information: following the reported event, a replacement tenaculum forceps (n1019011) was obtained. An or staff member, however, discovered the replacement instrument had a broken cable. A third tenaculum forceps was acquired and used to continue with the case without issues. A review of the site's complaint history performed on (B)(6)2020 does not show any additional complaints related to this product. Further technical or log reviews are not required as there would be no details logged for the failure of a broken cable.

Event description:
Refer to h10/h11 for additional information.